Event description:
It was reported "a foreign artifact was recently discovered on an x-ray of a patient that received a PICC line several weeks ago .they are uncertain what it is, but they are speculating it could be a portion of the tip of the initial insertion guidewire that possibly sheared off during the PICC insertion procedure." Additional info. Received 10/14/2021 "a thin linear radiodensity measuring 18 mm in length and 1 mm in width projects over the left lower lung and left lateral heart border, which was present on (B)(6) 2021 over the left lower lung but was not present on (B)(6) 2021.¿ vascular ir consulted for evaluation of a small foreign body in the posterior basal segment of the left lower lobe described on the (B)(6) 2021 CT chest and (B)(6) 2021 chest radiograph. Findings first seen on the (B)(6) 2021 study, but not seen on the (B)(6) 2021 study. The patient had a PICC line placed (B)(6) 2021, so findings may represent a foreign body from that line placement. - since this has been present for several weeks and given the patient has normal and stable vs currently, no urgent intervention indicated at this time. - patient is currently asymptomatic and the risk of removal (pulmonary arteriography + fb retrieval) likely outweighs the benefits.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the implicated device caused or contributed to the reported event could not be verified from the radiographic images that were returned for investigation. Five photographs of radiographic images showed what appeared to be the thoracic region. An arrow on each image pointed to a visible linear object that overlayed what appeared to be the same location on the radiographic images. Potential contributing factors include complications leading to a break in the wire used during the insertion process, but the composition or source of the object could not be determined from the images.

Event description:
It was reported "a foreign artifact was recently discovered on an x-ray of a patient that received a PICC line several weeks ago .they are uncertain what it is, but they are speculating it could be a portion of the tip of the initial insertion guidewire that possibly sheared off during the PICC insertion procedure." Additional info. Received (B)(6) 2021 "a thin linear radiodensity measuring 18 mm in length and 1 mm in width projects over the left lower lung and left lateral heart border, which was present on (B)(6) 2021 over the left lower lung but was not present on (B)(6) 2021.¿ vascular ir consulted for evaluation of a small foreign body in the posterior basal segment of the left lower lobe described on the (B)(6) 2021 CT chest and (B)(6) 2021 chest radiograph. Findings first seen on the (B)(6) 2021 study, but not seen on the (B)(6) 2021 study. The patient had a PICC line placed (B)(6) 2021, so findings may represent a foreign body from that line placement. Since this has been present for several weeks and given the patient has normal and stable vs currently, no urgent intervention indicated at this time. Patient is currently asymptomatic and the risk of removal (pulmonary arteriography + fb retrieval) likely outweighs the benefits.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refs2785 showed one other similar product complaint(s) from this lot number.